Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned.

Event description:
Two 5.5mm locking screws, implanted in an atb plate for l-5-s1 fusion, were noted as broken on x-ray. The broken screws appear to be the inferior screws in s1. Surgeon has no plans to remove the screws at this time.